Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, while trying to turn the stimulation off (for an unrelated MRI), the reporter saw a power-on-reset (por) message on the programmer. The por issue was reviewed with the reporter and was instructed that intervention with a clinician programmer was required. No troubleshooting could be performed due to lack of access to the product. No symptoms were reported in the event. There were no further complications reported or anticipated.